Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion system pump did not detect an upstream occlusion, resulting in underperfusion of precedex. The pump was programmed to delivered the infusion at 18.6 ml/hour (1.2mcg/kg/hour). The pump indicated that 4 ml remained; however, the infusion bag reportedly contained greater volume. The registered nurse (rn) reprogrammed the pump to include an additional 50 ml to be infused. After some time, the pump displayed that 14 ml remained, while the rn estimated approximately 40 to 50 ml was still present in the bag. The rn traced the line and reported no issues below the pump, with all clamps open. Above the pump, a section of IV tubing positioned behind the pump was noted to be twisted and completely kinked. It was estimated that the patient did not receive precedex for at least 5 (five) hours due to the pump not alarming for an upstream occlusion. During this time, the patient required additional as needed (prn) doses of diazepam due to richmond agitation-sedation scale (rass) score of +2. No additional information is available.